Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and the downloaded electronic device records, and was unable to verify or duplicate the reported issue. No patient information has been provided, patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that was unable to complete its charge of defibrillation therapy after the initial shock was successfully delivered. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that was unable to complete its charge of defibrillation therapy after the initial shock was successfully delivered. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.